Manufacturer narrative:
The device was received with no abnormal wear or damage to exterior of device. The device was placed on a charging pad; it did not power on. Device was opened for further inspection and corrosion residue due to fluid ingress was found. Device will need to be scrapped. This MDR follow up report is being submitted beyond the required reporting timeframe due to delays associated with recent internal system changes. The delay was unintentional and has since been addressed through process and system updates to prevent recurrence.

Event description:
It was reported that an ilet user experienced a nonresponsive wake button and touchscreen that progressed to responsiveness only while on a charger, followed by loss of response and an on-device alert indicating wake and touchscreen difficulty; during troubleshooting a restart was attempted, the device presented a ¿begin¿ prompt consistent with an unintended factory reset, and the device later presented an alert consistent with excessive host resets. Customer care provided support that included remote troubleshooting and user education. Investigation of this case revealed repeated device resets and persistent wake and touchscreen unresponsiveness without evidence of external damage. Symptoms included missed meal dosing due to inability to operate the device. Outcomes included interruption of insulin delivery management and the need for device replacement. It was concluded that the device exhibited a malfunction of the user interface and control system that impeded normal operation.